Event description:
International customer reported that a patient underwent a bilateral inguinal hernia repair procedure in 2007. The patient developed a left side unilateral seroma and inflammation in 2008. The seroma was surgically drained. The symptoms were reported as resolved in 2008.

Manufacturer narrative:
Date sent to the FDA: 02/20/2009. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.